Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic parastomal hernia on the abdominal wall, there was a hole in the mesh. Re operation was done to complete the case.